Event description:
Healthcare professional reported, left side rupture. Device was explanted and replaced with a non allergan product.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photo evaluation: visual analysis of the photographs identified, rupture: observed, opening on the device. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Additional observations: yellow particles observed, on the device. No further actions are required, since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture : observed, one opening side assessed as unidentified (tear) opening . (Shell thickness was within specification). No additional observation. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported left side rupture. Device was explanted and replaced with a non allergan product.

Manufacturer narrative:
Continued e1 (facility name): (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device was explanted and replaced with a non allergan product.